Manufacturer narrative:
Block b3: date of event was approximated to 02/01/2026 based on the date the manufacturer became aware of the event. Block h6: device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported that a 11mm gemini basket was used during the procedure. Reportedly the forceps broke. No further information was reported.